Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A1 - patient identifier.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02202. It was reported that the patient's system could not enter into MRI mode, high impedances were observed at one of the leads, and the patient experienced ineffective stimulation. As a result, surgery occurred to explant and replace one of the leads, which resolved the issue. It is unknown which lead had high impedances and was explanted and replaced, so both are being reported.